Event description:
The customer reported ongoing issues with thyrotropin (tsh) and ft4. An MDR was submitted previously for discrepant results for ft4 for 6 patient samples. Refer to medwatch with patient identifier (B)(6). The customer has now provided information regarding a new event which involved both discrepant tsh and ft4 results on 2 additional patient samples, identified as patient 7 and 8 in this medwatch. Erroneous tsh results for patient 7 and erroneous tsh and ft4 results for patient 8 were identified. It is not clear if erroneous results were reported outside of the laboratory. The erroneous tsh results will be covered on this medwatch. The erroneous ft4 results for patient 8 will be covered on a supplemental report on medwatch with patient identifier (B)(6) . On (B)(6) 2015 patient 7 initial tsh result on the e411 analyzer was 35.01 uiu/ml. The repeat result was 38.36 uiu/ml with a data flag. The sample was repeated on (B)(6) 2015 on the e411 analyzer with a result of 38.88 uiu/ml. The repeat on the abbott analyzer was 27.80 (unit of measure not provided). The repeat on a cobas 6000 system was 39.08 uiu/ml. On (B)(6)2015 patient 8 initial tsh result on the e411 analyzer was < 0.01 uiu/ml. The repeat result was < 0.01 uiu/ml with a data flag. The sample was repeated on the e411 analyzer with a result of 0.0004 uiu/ml. The repeat on a cobas 6000 system was < 0.005 uiu/ml no adverse event was reported. The cobas e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The customer provided an additional patient sample tested for tsh not previously reported. It is not clear if erroneous results were reported outside of the laboratory. On (B)(6) 2015 patient 3 ((B)(6) female) initial tsh result on the e411 analyzer of 30.36 pmol/l. The repeat result was 39.09 pmol/l. The sample was repeated on an abbott analyzer with a result of 27.80 pmol/l. Section was updated for other relevant tests for patient 3. No adverse event was reported.

Manufacturer narrative:
Based on the available data, a general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Six samples were sent in for investigation. The customer's tsh results were reproduced during the investigation. A specific root cause could not be identified. Different values can be expected when comparing values from different types of analyzers. Normal reference ranges provided by different manufacturers can also be different. Normal reference ranges can depend on physiological and sociological factors.